Event description:
Caller reported a malfunction on a pump, specifically malf 16, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump since the issue could not be reset and the current pump was under warranty. The customer will use multiple daily injections (mdi) as a backup therapy until the new pump, which includes updated software, arrives. The customer was advised to return the faulty pump within 10 days using a provided return box to avoid charges and received instructions for programming and connecting the continuous glucose monitor (cgm) to the replacement pump. The caller was also guided on putting the pump into storage mode before returning it.